Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed repeated alert 38 with stalled motor events and minimal meal delivery despite restarts and a supply change, and the device battery reached 0% requiring charging, consistent with a failure to infuse associated with the motor component. Symptoms included hyperglycemia, with a reported blood glucose of 384 mg/dl and no reported symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and review of device behavior. Investigation of this case revealed a communications problem and a failure to infuse linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.